Event description:
A report was received on 7/25/2002 regarding a memorylens which was implanted in 2000 in the patient's right eye, which lens has begun to opacify. At exam later in 2002, the patient's visual acuity was 20/20 od. There are no plans to explant the lens at this time, and the doctor will monitor the patient for changes in visual acuity.